Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy (peg) placement procedure. The procedure date is unknown. According to the complainant, during the procedure, the scalpel came out on the opposite side which is the proximal part and not on the distal part. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as no event date was reported. Device codes: problem code 4046 captures the reportable event of scalpel safety mechanism fails to operate. Visual examination of the returned unit revealed that the safety scalpel does not have any visual issue. The scalpel blade could be extended and retracted without any issues. The scalpel blade could be locked in extended position, and it could be unlocked and retracted again without any issues. The complaint was not consistent with the reported incident that the scalpel safety mechanism fails to operate. Based on all gathered information, it was concluded that the investigation conclusion code for the complaint will be documented as no problem detected since the device complaint or problem cannot be confirmed. A DHR (device history record) was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy (peg) placement procedure. The procedure date is unknown.   According to the complainant, during the procedure, the scalpel came out on the opposite side which is the proximal part and not on the distal part. The procedure was completed with a different device.   There were no patient complications reported as a result of this event.